Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler with liberty cycler set and the patient¿s peritonitis event. However, there is no available objective evidence in this file that indicates the liberty select cycler or liberty cycler set malfunctioned or leaked or that any product deficiency caused or contributed to the peritonitis event. Further, peritonitis is a well-known potential complication in pd patients. The patient¿s pd effluent was positive for oerskovia xanthineolytica which, although rare, is known to be found in soil and dry-grass cuttings. Therefore, although a definitive cause is not concluded, the patient¿s event of peritonitis infection is most likely associated with a breach in aseptic technique such as touch contamination.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient came into the clinic with complaints of abdominal pain, cloudy effluent, and low-grade temperature (value unknown). At that visit, a pd effluent sample was obtained and sent for culture. Prophylactic treatment was initiated using intraperitoneal (ip) vancomycin and gentamycin (dose, frequency, and duration unknown). Culture results were received and confirmed growth of oerskovia xanthineolytica. The pdrn additionally stated that treatment with ip vancomycin (dose, frequency, and duration unknown) continued and the patient was being considered for catheter (not a fresenius product) replacement. The prescribed pd treatments were not interrupted. Per the pdrn, the patient denied any leaks in cycler cassette or at connection sites and denied any breaches in aseptic technique.